Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials management reported that an intraocular lens (iol) was explanted approximately 2 months after implantation due to dysphotopsia. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. Information was provided that the suspect lens with (1.50cyl), 21.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).